Event description:
It was reported that this right ventricular (rv) lead exhibited a red alert for an out of range shock impedance value. Technical services (ts) reviewed the reports and saw that the impedance value was zero ohms several times. Ts provided a potential cause for this occurrence. Ts suggested to confirm the hypothesized cause of the impedance value. The boston scientific representative confirmed that the patient has a device that treats another medical condition, and his treatments coincides with the out of range measurements. The lead remains in use. No adverse patient effects were reported.